Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, serial#: (B)(4), product type: lead. Product ID: 3387s-40, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative (rep) who reported the patient had been using a higher setting on their device and was supposed to be for their tremor. In addition, it was reported the lead wasn¿t implanted in the right location so whenever the patient turned stimulation on, the stimulator affected their speech. Due to this the consumer didn¿t turn stimulation on very much as it affected their speech. A recharge calculation was performed for a rechargeable device as the patient was currently implanted with a primary cell device and when the rep interrogated the patient¿s implant the elective replacement indicator (eri) message was seen on (B)(6) 2020 with the voltage being 2.67 volts. The rep confirmed the patient had not seen this message. The rep said the lead was misplaced. Cause was unknown. Due to a misplaced lead, the speech issue can not be resolved without moving the lead. They believe from the call it may be a micro fracture and the low voltage was premature. The physician was considering a lead replacement.